Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Device labeling addresses the reported event of pouch dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."

Event description:
Health professional reported a "port removal due to pouch dilation."